Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the communicator was not charging and working. The patient stated that whenever they tried putting in the charger, the charger didn't want to go into the device port. Patient stated that their device was off because they usually turn it off when recharging, and when they went to use the communicator, they couldn't get it to charge. The patient mentioned that they had issues with the communicator in the past, but were able to make it work. Patient had the communicator plugged in for 24 hrs., but it didn't fully charge, and they were just seeing the orange light. The agent requested the patient plug in the communicator, but patient refused. The agent had the patient power on the communicator and connect to the ins. The patient saw the "power on reset" message on the screen, which they were able to clear out when they hit okay. The agent reviewed the possible cause of the por message. Troubleshooting resolved the issue. The patient called back later that day stating that they were able to connect and wanted to know what to do after they were done using the communicator. The agent reviewed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm90p01 (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.